Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4). Csi ID: (B)(4).

Event description:
An impella device was placed prior to a procedure in which the patient was a non-surgical candidate with a chronic total occlusion in the right coronary artery and lesions in the left main and left anterior descending arteries. Following impella placement, the patient entered complete heart block and required a pacemaker. Pre-treatment with cardene, adenosine and nitroglycerine was performed. Following one treatment pass on low speed with a diamondback coronary orbital atherectomy device (oad), slow flow was observed. The patient became hypotensive, requiring CPR and intubation. The procedure was completed with a good result, and the patient remained intubated in the ICU with a brain bleed due to excessive anticoagulation.